Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker exhibited atrial undersensing. The health care professional (hcp) contacted technical services (ts) to review the reports, and they confirmed that the pacemaker was exhibiting atrial undersensing. Ts recommended a follow up with cardiology to evaluate atrial sensitivity settings. The presenting electrogram shows the device operating as programmed, and recent lead tests are within normal limits. No adverse patient effects were reported. This pacemaker remains in service.